Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32 for a motor communications alarm, which recurred after multiple restarts and led to arranging a replacement device; the patient transitioned to back-up multiple daily injections. Symptoms included hyperglycemia with a reported maximum blood glucose of 381 mg/dl over approximately three hours without ketone testing or medical intervention. Outcomes included the need for back-up therapy and device replacement. Investigation included review of device history, user guidance to restart, and coordination for device replacement and return. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.